Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no failed battery test alarm and blank display noted. The pump was received with moisture damage on the electronics assembly, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The customer's blood glucose was unknown at the time of the incident. The customer states the insulin pump fell off her waistband and into the toilet. Customer stated that the display immediately went blank after the pump was exposed to moisture. Customer changed the battery and received a failed battery test alarm. Customer could not troubleshoot do to the moisture damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.